Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2019 regarding a patient receiving hydromorphone (unknown concentration at 3.051mg/day), bupivacaine (unknown concentration at 3.051mg/day), and clonidine (unknown concentration at 21.355mcg/day) via an implanted infusion pump. The indication for use was spinal pain. It was reported that the patient's pump was alarming or beeping on (B)(6) 2019. The patient didn't realize it was the pump until the ptm was used and the patient saw "signals she had never seen before". It was confirmed that the pump was empty, so the patient went to get the pump refilled at the healthcare provider's (hcp) office. It was noted that the issue was resolved with the hcp and no patient symptoms were reported. No further complications were reported or anticipated. Omitted information pertains to (B)(4) - ptm issues.